Event description:
We had a near miss for a retained surgical sponge. The ray-tec sponges in this custom pack contained 11 sponges instead of 10. Sponges were removed from the sterile field and the operating room. Sponges and pack info forwarded to contact manufacturer.